Event description:
The sterile processing representative reports the user facility is having problems with screws falling off from the following instruments; rb4882, rb4853, rb4854, and rb4855. On two occasions the screws have fallen into the patient. No patient injury was reported.